Event description:
Pt had the option filter in place, referring physician requested that it be removed and a permanent filter placed. The access site was right internal jugular. An amplatz 0.035 wire was used. Option was removed using cook filter retrieval set. Physician used same guidewire, ignoring braun IFU. Cook filter retrieval introducer was used instead of the venatech introducer to place the venatech lp filter. Venatech filter appeared not to open. B braun multi snare 5mm used to retrieve into snare catheter. Filter was captured and pulled upward into the jugular vein. Surgeon performed cut down to remove the filter which he had sutured closed.

Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported to us on this vena cava filters batch. Investigation: the explanted filter was not returned for evaluation. No x-ray picture were forwarded for examination. However, it is clear that the event was due to failure to follow the instructions for use. The implantation procedure of the venatech lp was performed without the implantation accessories supplied in the venatech lp vena cava filter kit. This led to the non-opening of the filter after release. Conclusion: the event is not imputable to the device but related to use error. This is an isolated case. No corrective action is envisaged.